Manufacturer narrative:
Initial 1 of 6. E1: patient city: (B)(6). Patient country: austria. E1: name- (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient faced issue that the six-infusion set tape not sticking on (B)(6) 2026.